Event description:
A report of pocket irritation, soreness, and pus was received. The patient was treated with antibiotics and informed by her physician that she had a slight skin irritation/rash, the pocket site was not infected. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.